Manufacturer narrative:
The device was not received therefore no physical analysis of the product could be performed. The manufacturing batch number was not provided; therefore, we were unable to review the device history records to confirm that the device met all material, assembly and inspection specifications prior to shipment. Based on the information received to date, it appears clinical and/or procedural factors impacted the event as reported. The product is expected to be returned for failure analysis. If additional information is received or product is returned a follow-up medwatch report will be submitted. Product was not returned.

Event description:
Safari showed damage to the coating, leading to a sharp edged bulging of the coating, making the withdrawal of the valve more difficult than usual. The procedure was completed with this device. The problem was noticed during withdrawal.

Manufacturer narrative:
The manufacturing batch number was not provided; therefore, we were unable to review the device history records to confirm that the device met all material, assembly and inspection specifications prior to shipment. One safari guidewire was received for analysis. As received, the specimen consists of one each clinically used, damaged safari 300cm sml crv; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The specimen presents offset coil wraps located .225 to .255cm, 4.95 to 5.00cm and 9.85 to 9.90cm from the distal tip, overlapping coil wraps located 189.5 to 189.6cm from the distal apex of the preformed curve, and several bends of varying severity and frequency scattered over the length of the device. The bend damage is in opposition to the direction of the preformed curve. The overlapping coil wraps create a localized oversized diameter. The specimen also presents scraped ptfe coating scattered over the length of the device proximal of the preformed curve, with coating removal in the vicinity of the overlapping coil wraps. No other damage or inconsistencies are noted to the specimen at this time. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and /or procedural factors appear to have impacted on the event as reported. If additional information is received or product is returned a follow-up medwatch report will be submitted.